Event description:
It was reported that the patient complained of pain - hip. A revision was done and it was observed the patient had a loose acetabular component.

Manufacturer narrative:
Information was forwarded from the owner establishment, zimmer inc., which markets the devices in the u.s.